Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic dissection approximately 11 months ago. The aortic neck was short and angulated. The common iliac arteries were ectatic bilaterally. The stent grafts were successfully implanted and there were no complications since the time of implant. At the six month follow-up appointment (date unknown) an unknown endoleak was noted. The physician suspected this was a type ii or type I endoleak. Due to the patient's condition the decision was made to explant the stent grafts approximately two months ago. As an observation during the explant procedure, it was reported that there was a persistent proximal type I endoleak around the top of the stent graft. Thrombin was injected into the aneurysm sac. When the iliac limb was removed the left iliac vein tore resulting in massive blood loss. After the procedure the patient was sent to recovery. One week later the patient had bilateral leg amputation and expired two weeks later due to multi-organ failure.

Manufacturer narrative:
(B)(4). (Device placed on hold). Results: inherent risk of procedure (death, endoleak, amputation), patient's condition affected effectiveness of device (short, angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short, angulated aortic neck).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.